Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00305 on (B)(6) 2021. Additional information (18dec2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Quality control (qc) was within range on the date that the discordant results were observed. A review of integrated multisensor technology (imt) data indicates sodium (na), potassium (k), and chloride(cl) qc was within range from (B)(6) 2021 and does not suggest an instrument or assay problem. No errors were reported by the customer for any other samples suggesting the issue is sample specific. The data available and errors reported for the initial run of the sample also suggest that the issue is sample specific. Poor sample quality and the presence of gel, fibrin, microclots, and/or the presence of cellular debris including red cells, white cells, and platelets cannot be ruled out as a contributing factor. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer had reported a discordant, falsely depressed calcium patient result obtained on an atellica ch 930 instrument. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed calcium patient result was obtained on an atellica ch 930 instrument. The initial result was not reported to physician(s). The same sample was repeated on an alternate atellica ch 930 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium patient result.